Event description:
Healthcare profession reported right side rupture, firmness, pain, capsular contracture, baker grade IV, and fluid. The device has been explanted.

Event description:
Healthcare profession reported right side rupture, firmness, pain, capsular contracture, baker grade IV, and fluid. The device remains implanted.

Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV; "fluid".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation, crease, wear abrasion and voids were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare profession reported right side rupture, firmness, pain, capsular contracture baker grade IV and fluid. Device has been explanted.

Event description:
Capsulectomy performed. Imaging and pathology confirmed right side "peri-implant fluid".

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.